Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2025. After all the femoral prep was done, chisel prep commenced. When impacting out, the chisel got stuck and snapped inside the femoral cutting block. The broach corail amt 12 was broken. All fragments were retrieved. There was no patient consequence. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, lastly did the chisel prep. When impacting out it got stuck and snapped inside the femoral cutting block. Please see attached photo. The product was not returned to medtech orthopaedics, however photos were provided for review. (B)(4). The photo investigation revealed that '(B)(4), sigma hp uni anterior chisel had broken. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. However, since the device was not returned for evaluation and functionality issues cannot be evaluated through a photo investigation, the reported jammed legation cannot be confirmed. The overall complaint was (confirmed) as the observed condition of the (sigma hp uni anterior chisel) would contribute to the complained device issue. Based on the investigation findings, unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
The device malfunction, device interaction (2+ devices) : jammed/seized, will no longer be reported as there has not been a serious injury associated with this failure within the past 2 years. Please consider this the last manufacturer report number submitted against this malfunction.